Event description:
Initially the report was associated to exemption. In early 2008, failure investigation was performed and revealed that exemption was no longer applicable to the findings of the investigation.

Manufacturer narrative:
In early 2008, failure investigation revealed that the reported complaint of "no audio" was confirmed, and isolated to the main pcb. The mfg facility has initiated a corrective and preventative action associated with the confirmed failure.